Manufacturer narrative:
Batch review performed on 02 september 2020: lot 167318: (B)(4) items manufactured and released on 02-feb-2017. Expiration date: 2022-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Anterior knee pain and instability. Patient's patella has been resurfaced and a higher liner (14 mm) has been implanted 2 years and 9 months after primary.